Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The battery suddenly dropped from 22 percent to 14 percent in 3 months. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The battery suddenly dropped from 22 percent to 14 percent in 3 months. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The battery suddenly dropped from 22 percent to 14 percent in 3 months. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to return for analysis.